Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 23 fractured. Construction was a removable denture placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogeneous mechanical overloading of the implant and patient related bruxism. The violent breakage of the screw must be considered relevant to the implant fracture.

Event description:
Implant fracture.